Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information from a competitor representative that this right ventricular (rv) lead was scheduled for a revision procedure. No specific issue was given about the lead or the procedure. Additional information was obtained, and it was determined the rv lead was scheduled for revision due to high impedances and high thresholds. Subsequent attempts to obtain further information was unsuccessful. The lead was surgically abandoned and replaced. No adverse patient effects concerning the procedure were reported.